Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The system was evaluated by a field service engineer. The field service replaced the galvo block assembly. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the surgery center is experiencing sticky flaps on the right eyes only. A brief description from the surgery center indicates there is no issues with the left eyes. The right flaps have a missing area of the pattern where it doesn't seem to look like the laser is cutting the bottom left corner near the hinge, therefore, the flaps are incomplete. No patient injury reported.